Manufacturer narrative:
The unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken reservoir tube lip,reservoir tube cracked and cracked reservoir tube window. Drive support disk was inspected and anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the reservoir threads. Customer's blood glucose was 225 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.